Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after attempting to inject 10cc of water, the catheter balloon would not completely inflate.

Manufacturer narrative:
The reported event was unconfirmed. Received 2 foley catheters in packaging, 1 opened, 1 unopened. Visually inspected the exterior of the samples and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, the samples met specification, as the specification is that the catheter be able to inflate and deflate without difficulty. The following results were obtained: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 12sec and 5sec and the inflation funnel did not balloon out during inflation. Deflated and re-inflated the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that after attempting to inject 10cc of water, the catheter balloon would not completely inflate.

Manufacturer narrative:
The reported event was unconfirmed. Received 2 foley catheters in packaging, 1 opened, 1 unopened. Visually inspected the exterior of the samples and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, the samples met specification, as the specification is that the catheter be able to inflate and deflate without difficulty. The following results were obtained: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 12sec and 5sec and the inflation funnel did not balloon out during inflation. Deflated and re-inflated the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that after attempting to inject 10cc of water, the catheter balloon would not completely inflate.